Manufacturer narrative:
Device expiration date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. Event - this occurred twice, please include.

Event description:
It was reported while using the bd alaris pump module smartsite infusion set, the customer experienced component separation two times. The following information was provided by the initial reporter: this is the second time the tubing has broken off in the IV of the patient and a new IV would need to be placed.

Manufacturer narrative:
H6: investigation summary: a complaint of a second instance of set breaking was received from the customer. One sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. There were cracks seen on the male luer end. A device history record review could not be performed on model 2420-0007 because the lot number is unknown. The manufacturing plant was notified of the defect. The root cause was determined to be an issue at the supplier. The supplier was notified of the defect.

Event description:
It was reported while using the bd alaris pump module smartsite infusion set, the customer experienced component separation two times. The following information was provided by the initial reporter: this is the second time the tubing has broken off in the IV of the patient and a new IV would need to be placed.